Event description:
The customer contact reported "sparks." The pump was returned to the biomedical engineering dept with an unsigned note that indicated channel 2 of the device had "sparks." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.